Event description:
Lead capped due to fracture and out of range shock impedance measurements (greater than 150 ohms) during an in-office check on (B)(6) 2022. Lead trends on home monitoring also show rv pacing impedance and rv threshold beginning to trend upward around (B)(6) 2021. Shock impedance has been intermittently greater than 150 ohms beginning (B)(6) 2021. Postural testing and isometrics did not show any fluctuations in shock impedance (consistently greater than 150 ohms in office) or the far-field signal. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.